Manufacturer narrative:
The sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the complaint cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search of product lot numbers for all fresenius dialyzer catalog numbers that were shipped to the user facility for the three (3) month time frame which immediately preceded the event occurrence date found no lots delivered in this time frame. The manufacturer performed an additional search in order to obtain the most recently received lot number for this facility and no results were yielded for any dialyzer product from the occurrence date to three years prior. As such, no product records could be reviewed. As a sample has not been provided for evaluation, a definitive conclusion regarding the complaint incident cannot be determined.

Manufacturer narrative:
The lot number or product number of the dialyzer was not provided. The complaint device has not been made available to the manufacturer for evaluation. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were not provided by the user facility. A clinical investigation was performed to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. Although a temporal relationship exists between the patient¿s thrombocytopenia and known end stage renal disease (esrd), there is no allegation against any fresenius products and the association of thrombocytopenia and subsequent neutropenia. According to (john feehally, 2007): ¿thrombocytopenia affects 16% to 55% of esrd patients.¿ there is no documentation in the file that shows a causal relationship between the episode of thrombocytopenia and any fresenius products.

Event description:
A user facility medical doctor (md) reported that a patient became thrombocytopenic following hemodialysis (hd) therapy, which was resolved with aranesp treatment. The patient remains neutropenic. The md reported that the patient had negative bone marrow biopsies. Patient information, medical history, and baseline labs are presently unknown. The md additionally reported that an optiflux f160 or f240 dialyzer (not sure of sterilization method) was used during the patient's hd therapy. No further information has been made available at this time.